Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle by a non-organic translucent material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided it is confirmed that foreign material adhered in nozzle from provided photos by olympus service business center. However, the presumable and definitive root cause of the material remaining in the device could not be identified. There was no deformation found to the location where the foreign material was detected. Three attempts were performed to obtain additional information on user reprocessing, but no response was received from the customer. The suggested event is detectable/preventable by handling the device in accordance with the IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.